Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) test result from a single patient that was generated by the access instrument. The customer indicated that the tbhcg result was 0.24miu/ml. The tbhcg result was not reported out of the lab. The customer repeated the original patient sample for tbhcg in an auto-dilution option. The repeated tbhcg result was 1,375miu/ml. The customer indicated that there was not charged to patient treatment attributed to or connected with this event.